Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523428m number, and no internal actions related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention. After the ablation procedure of (B)(6) 2021, the patient had cardiac tamponade and a thoracotomy was performed on (B)(6) 2021. It was confirmed that the apex of the right ventricle (rv) had ruptured. It was sutured and is now recovered. The physician commented that ¿it may have been caused by rv catheter, but I don't know.¿ additional information received indicated the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the rv catheter. Patient outcome of the adverse event is fully recovered. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. There is no further information about extent of hospitalization.